Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stated he was walking and felt overstimulation from his scs system and then the device shut off. The patient also stated he was unable to recharge his system. Follow-up information revealed the sjm representative met with the patient and was unable to establish communication between the patient's ipg and external devices. The patient is to meet with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention where the ipg was explanted and replaced with a different model.